Event description:
A report was received that the patient was experiencing pain at the ipg site and was having charging issues due to the pain. It was noted that the pocket site was too low. The patient underwent a revision procedure wherein the ipg pocket was relocated. The patient was doing well post-operatively.